Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The usm was tested on a functional test platform where it failed the current test with error 32056. A gold pitch flat flex cable (ffc) was installed, and the error went away. The original pitch ffc was re-installed, and the error came back.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that a 32056 error occurred on universal surgical manipulator (usm) 3. The site had repositioned the usm and performed a power cycle along with an emergency power off (epo), but the error/issue was not resolved. The tse then had the site disable usm 3. The site continued and completed the procedure with no reported injury. Isi performed follow-up and confirmed that the procedure went well with no further issues reported.